Event description:
It was reported that x-ray imaging revealed a possible lead fracture. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), batch: 3416641.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op. Furthermore, the suspected lead fracture was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.